Event description:
It was reported that while stimulation was turned on there was a loss of therapeutic effect. It was further reported that all impedances were normal at implant but on the day of the report impedances were all out of range, very high. It was noted that for 2 days post operation the patient demonstrated excellent therapeutic results, but then it ¿effectively started to trail off.¿ it was further noted the patient was not mobile and that when the batteries were replaced they most likely did not go to the lead/extension site. It is unclear what was meant by this. It was later reported that there were high impedances on electrode number 3 on the right implantable pulse generator (ipg). It was noted that the patient¿s therapy was moved down ¿one notch¿ from three negative two positive to two negative one positive and it ¿seemed like they got a good result.¿ it was also noted that ¿they need much less volts.¿ it was further reported that the patient¿s health care provider ¿palpated on the right¿ and there was no paresthesia, no jolts, and no discomfort. It was noted that the battery sites both looked good. It was noted that the left ipg was checked and impedances were fine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# v210494, implanted: (B)(6) 2009, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v248436, implanted: (B)(6) 2009, product type: lead; product ID 3387s-40, lot# v210494, implanted: (B)(6) 2009, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).